Manufacturer narrative:
To date the right atrial (ra) competitor lead has not been returned to boston scientific as the right ventricular (rv) lead was surgically abandoned. Upon receipt the lead will under go detailed laboratory analysis in an attempt to determine the root cause of this event.

Event description:
Boston scientific received information that during a elective device replacement procedure, the right ventricular (rv) lead revealed noise, oversensing and a inappropriate shock was delivered during review of an electrocardiogram. During the procedure the physician noted visable insulation damage on the right ventricular (rv) and right atrial (ra) competitor lead. The right atrial (ra) competitor lead was explanted while the right ventricular (rv) lead was severed and surgically abandoned. No adverse patient effects were reported.